Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26319. Related manufacturer reference number: 2017865-2021-26323. Related manufacturer reference number: 2017865-2021-26328. It was reported that a patient presented in clinic for a follow-up appointment. The patient's left ventricular (lv) lead had loss of capture. A chest x-ray was done and it was discovered that the right atrial (ra) lead, right ventricular (rv) lead, and lv lead were pulled back due to migration of the patient's implantable cardioverter defibrillator (ICD) which reduced the slack on the ra and rv leads. The lv lead was found to be dislodged. The patient was asymptomatic. The lv lead was explanted and replaced. The ra and rv lead slack were readjusted. Nothing was done to the ICD. Patient was stable throughout procedure.